Manufacturer narrative:
D10 concomitant product: vlocl0336, vlocl0336 v-loc* 180 0 grn 60cm gs21x12 (lot#unknown); vlocl0336, vlocl0336 v-loc* 180 0 grn 60cm gs21x12 (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open liver tumor resection procedure, the surgeon found that the suture broke after just one st itch, and three sutures broke in a row. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspe ction of the returned product noted one breathable pouch three sutures and three needles. The needles were attached to the sutures. The sutures were returned broken. Two of the sutures were returned broken into two segments. None of the suture loop ends were returned. Needle a was attached to a suture segment which measured 5/16 of an inch. Suture a broke in the barbed section. Suture a measured 9 1/2 inches. Needle b was attached to a suture segment which measured 1/16 of an inch. Suture b broke at the base of a barb. Suture b measured 12 5/8 inches. Suture c broke at the base of a barb 21 7/8 inches from the needle attachment point. It was reported that the suture broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.